Manufacturer narrative:
Additional information: the hawkone device was being used to treat the right lower extremity. The tip of the system broke and was lodged in the patient right femoral artery. After the tip was successfully removed from the patient fluoroscopy was taken of the area to assure no missing pieces were in the patient. Medwatch# mw5166407. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the hawkone m atherectomy device, there was a detachment of the nose cone component. The detached component was successfully removed using a snare. The procedure was completed using a balloon. The device was prepped as per IFU with no issues noted. No other patient complications have been reported.